Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and implantable transvenous defibrillation patch lead exhibited a fault code and "shock impedances <20 >125" on the lead integrity test (lit). It is reported by the physician that the patient is very sick. Guidant received subsequent information that the right ventricular, sub-q array and the patch defibrillation leads were all surgically abandoned and an attempt was made to implant another implantable transvenous defibrillation lead, however, there was noise on the lead and a non-guidant lead was implanted.